Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive sheath presented air bubbles. The doctor removed the farawave 31. When aspiring the sheath, there were bubbles. The doctor said that the sheath was not in the right place. The doctor wanted to perform another transseptal procedure with the faradrive sheath. The first transeptal puncture was made by a non-bsc device, access solution guided with tee. The procedure was canceled. The device is not expected to be returned as it was reportedly lost at the facility.